Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a corrective and preventive action (CAPA/FDA) action plan. This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this initial information in accordance with the reporting requirements set forth in 21 cfr part 803. Any fields left blank indicate that the information is unknown, unavailable, or remains unchanged.based on the review completed on 25-feb-2026 and investigation completed on 17-mar-2026 this (medical device report )MDR is being submitted as the initial report. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary. The reference samples were visually inspected and tested for click and static pull (base-connector). All test results were within specifications. The batch record 5353036 was verified and it was found within specifications. This investigation has been updated because the malfunction code changed from: leakage from connection between the tubing connector and the infusion set (cannula part/base piece) toleakage may occur leak between tubing and site connector - detachment / significant wetness which requires additional activities not included in the original investigation dated 17- nov- 2023. The original investigation remains valid and has not been modified. As part of this reassessment, the following elements were added to align with current investigation requirements: complaint investigation results: electronic quality management systemeqms search: a query was run in the eqms on 17/mar/2026 against "lot number" "5353036" and similar malfunction codes: leakage from connection between the tubing connector and the infusion set (cannula part/base piece) tubing detached from tubing-tubing connector tubing connector is cracked, split, deformed, leakage may occur leak between tubing and site connector - detachment / significant wetness the review confirmed that lot 5353036 and the identified failure mode are not associated with any non-conformance report ncrs or capas of the same or similar nature. Similar complaints search: a query was run in the eqms on 17/mar/2026 against "lot number" criteria equal "5353036" and similar malfunction codes:leakage from connection between the tubing connector and the infusion set (cannula part/base piece) tubing detached from tubing-tubing connectore tubing connector is cracked, split, deformed, leakage may occur leak between tubing and site connector - detachment / significant wetness the number of complaints are 2. The complaint numbers are: complaint (B)(4). Device history record DHR review: the lot 5353036 was manufactured according to work instruction wi (B)(4) version 86 and manufactured in the multivac10 on 01/jul/2021 with a total of (B)(4) units. The sub-assembly: assembly lot 5357932 was manufactured according to wi version 48 and assembled in the lc02, on 25-jun-2021, with a total of (B)(4) units. Welding: assembly lot 5357798 was manufactured according to the wi version 28 and assembled in the ls06, ls07, and ls11, on 29-jun-2021, with a total of (B)(4) units. Lot 5357799 was manufactured according to the wi version 28 and assembled in the ls06, ls07, and ls11, on 01-jul-2021, with a total of (B)(4) units. Connector: assembly lot 5357790 was manufactured according to the wiversion 32 and assembled in the machine p03, on 28-jun-2021, with a total of (B)(4) units. Lot 5357791 was manufactured according to the wi version 32 and assembled in the machine p03, on 29-jun-2021, with a total of (B)(4) units. Review of the DHR showed that during outgoing inspection, a deviation (ccr idpd 00052) was identified related to the implementation of a 2d barcode in lot 5353036. The DHR confirmed that all relevant tests required for the associated processes were completed and met the specified requirements. No additional deviations were identified, and no maintenance events were recorded that could be associated with the complaint code conclusion: DHR review supports compliance with manufacturing and quality requirements; no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi(monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint.

Event description:
Reference number (B)(4) event occurred in the republic of korea it was reported that patient has issue with an infusion set tubing detached at the quick release connector after one day of use on (B)(6) 2023. No further information available.